Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 25 mg/dl. The customer lost consciousness and woke up in the emergency room (ER). The customer did not think the emergency room (ER) did much treatment and did not report exactly what was done. The cause of the low bg was not clarified. After approximately 3 hours, the customer left the ER with a bg of 300 mg/dl and in stable condition.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in the pump data logs or in continuous glucose monitor (cgm) data as user alleged cgm values were not accurate. User delivered three blouses between 11:03am and 12:19 pm totaling 25.28 units of insulin delivered. User then delivered six boluses between 8:52 pm and 10:30 pm on (B)(6) 2018 totaling 22.23 units of insulin delivered. Most bolus delivered by the user were manual requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. User also made bolus requests while still having insulin on board (iob). Complaint could not be confirmed. Making bolus requests without entering current bg and still having insulin on board could lead to a low bg event. Making dosing decisions based on incorrect cgm values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.